Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting issues and hemolysis. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing clotting issues. It was brought to my attention today that we are experiencing some clotting issues and hemolysis with our mint tops.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11-mar-2022. H6: investigation: bd received customer samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to fibrin were observed. Customer returned and retention samples were visually inspected with no defects found. Additionally, they were tested for additive amount, and all were within specification limits. Clinical testing was also performed on customer returned samples: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failures (fibrin strand(s)/fibrin mass/clotting, and hemolysis) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting/hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting issues and hemolysis. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing clotting issues. It was brought to my attention today that we are experiencing some clotting issues and hemolysis with our mint tops.